Event description:
A customer reported that an ophthalmic forceps did not open and close. . The surgery was performed and completed after replacing the product with another one. There was no reports of patient harm and procedure details.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.11. The returned instrument was received at the investigation site in its inner blister. The outer blister and the tyvek foil with the lot information were missing. The device shows macroscopic sign of damage, namely that the forceps arms get stuck in the tube. There are signs of surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications and was functionally tested. The visual inspection shows the tube in detail. The test shows that the forceps arms get stuck in the tube when the instrument is actuated. The fact that the arms stuck indicates that the bonding between tube and sleeve got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).